Event description:
It was reported that there were periodic impedance spikes, up to greater than 2500 ohms, over about the last 17 months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:03. Weekly pace lead impedance trend data show various spike increases for max rv pace = 584 to 2448 ohms peak between (B)(4) 2010 and (B)(4) 2011.